Event description:
The customer reported that the system displayed an overload fault error message and would not perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable and the x-ray tube were cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service.